Event description:
The product was used during a colectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.